Manufacturer narrative:
Device passed self test and displacement test. No missing segments, partial display or shutting of noted. Device received with scratched case and pillowing keypad noted. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had when she presses the menu button the display shuts off, and turns on again. No harm requiring medical intervention was reported. The customer was remove battery, put insulin pump into storage mode and insert a new battery same issue. Customer did not press the button continuously. The device will be returned for analysis.